Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there was no illumination during a surgical procedure. The system was exchanged to complete the surgery with no harm to the patient. .

Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp was replaced to resolve the issue and was subsequently returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 24, 2012. Based on qa assessment, the product met specifications at the time of release. The lamp was received for evaluation. A visual assessment of the returned sample revealed a brown discoloration on the potting of the lamp, which is typically seen after moderate use of the lamp and not considered nonconforming. The lamp was then installed into a calibrated system hotbed. The lamp was recognized and did not display any relevant system messages (sms). Both ports were found to be within the lumen specification. The module was ejected, lamp reseated, and lamp reignited with no relevant sms displayed. This process was repeated 5 times with the same result. The returned sample was found to meet specifications. The system was found to meet specification, as well. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).